Manufacturer narrative:
Conclusions - the instrument has not been returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. A f/u MDR will be submitted if the instrument is returned (post-eval) and/or if add'l info is received. Per the info provided by the initial reporter, the broken instrument component was successfully retrieved from the pt.

Event description:
It was reported that during a da vinci s hysterectomy procedure, a blade from the monopolar curved scissors instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.